Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: meena, b. L., khanna, r., bihari, c., rastogi, a., rawat, d., & alam, s. (2018). Bile duct paucity in childhood¿spectrum, profile, and outcome. European journal of pediatrics, 177(8), 1261¿1269. Doi: 10.1007/s00431-018-3181-3.

Event description:
It was reported in an article in european journal of pediatrics titled 'bile duct paucity in childhood - spectrum, profile, and outcome' that 632 liver biopsies were performed in patients 18 years or less who had histological evidence of paucity of intralobular bile ducts (pilbd) to describe the etiological spectrum, clinical, and laboratory and histological profile and outcome of pilbd in infants and older children. Of the 632 biopsies, 70 children exhibited pilbd. Of the 70 children with pilbd, one (B)(6) boy developed a subcapsular hematoma that was managed conservatively. The current status of the patients in unknown.